Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that 12 bd 20ml syringe luer-lok¿ tip had foreign matter and 1 syringe had a damaged plunger. This was discovered before use. The following information was provided by the initial reporter: material no. 302830 batch no. 9336303. It was reported that 12 syringes were found with foreign matter and 1 syringe with a damaged plunger. Event description per email states: complaint description: on 28 july 2020, during inspection and labeling activities, 13 syringe, tip, 20ml sterile were found with a nonconformity. 1 syringe had a damaged plunger and the other 12 contained black particulates within the inner packaging. The material was not used in the manufacturing process.

Event description:
It was reported that 12 bd 20ml syringe luer-lok¿ tip had foreign matter and 1 syringe had a damaged plunger. This was discovered before use. The following information was provided by the initial reporter: material no. 302830 batch no. 9336303 it was reported that 12 syringes were found with foreign matter and 1 syringe with a damaged plunger. Event description per email states: complaint description: on (B)(6) 2020, during inspection and labeling activities, 13 syringe, tip, 20ml sterile were found with a nonconformity. 1 syringe had a damaged plunger and the other 12 contained black particulates within the inner packaging. The material was not used in the manufacturing process.

Manufacturer narrative:
H.6. Investigation: three photos and a sample were provided for evaluation. Two photos show the syringe barrel that has what appears to be degraded resin, the other photo shows a rolled rubber stopper. The embedded degraded resin in the barrel can occur at the startup of an injection mold/press or intermittently during the injection molding process. Degraded resin inherently builds up in the hot-runner system of the tooling mold and press. The degraded resin can break loose and be molded into components. The rolled stopper is from the plunger rod- rubber stopper assembly process. The stopper was not fully aligned inducing the symptom reported. Based on the investigation and with the photo sample analysis, the symptom reported by the customer is confirmed. A device history record review was completed with zero defects found. No quality notifications were written for this batch, nor for the associated assembly batches.